Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted:(B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they received a letter in the mail and repeated how their stimulator has not worked for 5-6 months to turn stimulation on. Patient repeated how they had fallen and think a lead is broken, and now no matter how many times they try to connect to their implant, they see no device found message. Patient stated the issue was not resolved, and that they were referred to a neurosurgery clinic by their pain management, but neurosurgeon stated they want to perform an MRI of their lumbar before they take patient in. Patient stated MRI mode does not work since they cannot connect to implant at all after physical trauma. Patient stated they wanted to try to get rep to family doctor. Patient stated they will call one place they know and see if they will let them be seen. Agent suggested patient review physician listings for next steps.

Event description:
On june 5th, 2024 information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they were seeing the settings not available message on their controller. Agent reviewed screen meaning with the pt. Agent was going to attempt to troubleshoot the issue, however pt saw no device found after unlocking the controller. Pt confirmed that the ins was not charged. Pt said that the settings not available message appeared even when the ins was charged though, and that they couldn't increase the stimulation past 6. Pt said that the issue started about a week and a half or so ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt then said that they had fallen several times as well so they were hoping they didn't have a broken lead or something. On june 19th 2024 additional information was received from the manufacturer representative (rep). Rep reported the cause for the issue was not determined. Rep noted they spoke with patient, but they are searching for a new healthcare provider (hcp) at the moment, and when they find a new hcp they will call and let rep know they have an appointment. The issue was not resolved. On october25th, 2024 additional information was received. The pt stated that the spinal cord stimulator hadn't worked in about 4-5 months. Pt stated that when they charged the controller up, everything was fine, but when they went to put the back; agent understood as recharger on the battery, no device found would appear. Pt said that they had fallen several times and that they thought they had a broken lead in their back. Pt mentioned that they were in pain all the time and that the battery was probably due to be changed as well; agent reviewed longevity with the patient and elective replacement interval (eri). Agent reviewed role of rep and provided the national answering service (nas) phone number for their primary doctor to call on their behalf. Patient noted they had an upcoming appointment with a different doctor on (B)(6) . The patient was redirected back to their healthcare provider to further address the issue and to meet with a rep. Pt noted that the healthcare provider who managed their pain device wanted them to go to sarasota, but pt said that was 60 miles or more out of their range. An email was sent to the pt with physician listings included. On (B)(6) 2024, pt called back in repeating how they think they have a broken lead on their 'machine' and how they need a manufacturer representative (rep) to come to their doctors appointment on the (B)(6) . Patient stated they told their family primary care doctor about this as well, and they are inquiring on who their local rep is. Agent reviewed role of patient services and role of reps. Pt stated how they do not have a pain management physician, just a primary care. Agent reviewed how patient was sent physician listings, as patient stated their insurance company wants them to go to sarasota but they cannot go that far. Pt reviewed how they gave national answering service (nas) number to primary care physician, but they never confirmed with pt if a rep will be present. Pt stated their healthcare provider c alled nas two weeks ago, after last time they called patient services. Pt stated how they are supposed to go to neurosurgery, but they cannot go to where takes their insurance. Agent reviewed how because this is an implantable system issue, that the first step is finding managing physician to further address the issue. Pt commented how anyone in neurosurgery will not look at the patient until they have an MRI, but pt stated their insurance company is fighting the MRI. Pt was redirected to insurance company and managing healthcare provider to further address the issue.

Manufacturer narrative:
Event date is a best estimate. Year of event is confirmed to be correct. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018, product type lead product ID 977a260 serial# (B)(6) , implanted:(B)(6) 2018,product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 13-nov-2021, UDI#:(B)(4). ; product ID: 977a260, serial/lot #: (B)(6) , ubd: 17-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to regulatory report #. G2 company rep. Box not checked, but consumer was. Corrected to show consumer and company rep. Both accurately selected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.